Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was send to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microorganism growth for the subject device.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the suction channel of the subject device tested (B)(6) for (B)(6)(14 cfu/20ml in total ) during surveillance culturing by the facility. There was no report of infection associated with this report.